Event description:
It was reported that removal difficulties were encountered. The more than 50% stenosed target lesion was located in the lower limb artery below the knee. After a 200cm, 8cm v-18 control wire was used to cross the lesion, a 3.0mm x 150mm x 90cm sterling sl balloon catheter was advanced for dilatation. Upon removal of the balloon, it was noted that the balloon not able to slide over the guidewire and the wire was stuck inside the balloon shaft. Both devices were pulled-out of the sheath as one unit. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that removal difficulties were encountered. The more than 50% stenosed target lesion was located in the lower limb artery below the knee. After a 200cm, 8cm v-18 control wire was used to cross the lesion, a 3.0mm x 150mm x 90cm sterling sl balloon catheter was advanced for dilatation. Upon removal of the balloon, it was noted that the balloon not able to slide over the guidewire and the wire was stuck inside the balloon shaft. Both devices were pulled-out of the sheath as one unit. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 8cm and 80.5cm from the hub. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage on the device that would have contributed to the froze on wire.